Event description:
During an initial implant procedure, the stylet was unable to separate from the left ventricular (lv) lead. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
The reported event of stylet could not be removed was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the crimp sleeve were found pulled out of the connector assembly consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The polytetrafluoroethylene (ptfe) coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the crimp sleeve to be pulled out of the connector assembly.